Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, it was revealed that the patient's pacemaker had gone into backup operation due to event queue overflow during an interrupted merlin. Net reading. The device was successfully reprogrammed and restored. The patient was stable.